Manufacturer narrative:
Investigation of the instrument determined that the root cause was a catastrophic failure of d16 on the main pcb. D16 is the overvoltage protector diode which blows if the voltage applied to instrument is too high. Customer's instrument was replaced and customer is now operational. There is no evidence that a siemens product is not meeting specifications.

Event description:
Customer stated that they were having difficulty turning the unit on and then instrument started to visibly smoke and smell like electrical burning. Customer stated that she immediately disconnected power from the wall. There was no report of injury due to this event.